Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient had primary hip done over 25 years ago. Patient had insert exchange due to wear. Everything else remains. Unknown [by whom] and where primary was done".